Event description:
The customer contact reported a leak of a chemotherapeutic agent. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that solution leaked from the clave secondary port of the primary tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported leak of a chemotherapeutic agent were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.